Event description:
Boston scientific crm received info that this chronic atrial lead became dislodged. During the revision procedure, the physician was able to reposition the existing lead without difficulty.